Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received shock therapy. The patient subsequently experienced a syncopal episode. The local boston scientific field representative was unaware of any further detail surrounding the event. There were no additional adverse patient effects reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.